Manufacturer narrative:
Insulin pump was received unit with end cap detached. It was unable to perform displacement test, rewind, basic occlusion test and prime test due to detached end cap. The drive support disk was inspected and was found loose and flush. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported while rewinding the insulin pump, the drive support cap pushed out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.